Manufacturer narrative:
The pump and the purge cassette were returned for evaluation. A review of the data logs confirmed the complaint. No issues were identified on the returned cassette. A leak was identified on the returned pump.

Manufacturer narrative:
A.4 is unknown. The purge cassette was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
During support of an impella 5.5 low purge pressure and a purge leak occurred. The purge was leaking between the purge retainer, disc and filter. There was a sustained purge pressure low alarm with fluid dripping onto the floor. All connection points were checked and were tight. Later, the pump was explanted. This is one of two reports. This report represents the purge cassette. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.